Event description:
I have had issues with the use of the dexcom g6, and they are making false claims about their products. They claim to be tested to last 10 days. Over the course of a week, I have lost three dexcom sensors that have fallen off of my body due to no fault of my own. The company refuses to replace the faulty sensors, claiming it is my fault. I applied them correctly, using the approved dexcom overpatch. There is no reason an entire month's supply will fall off other than if the product is faulty. Because they refuse to replace the items, I have no way of checking my sugars. This may lead to hospitalization or even death as I will not be able to control my sugars. I cannot afford to buy out of pocket due to a faulty product by a company. This is a serious health matter and they need to be investigated as this issue should not be happening with a medical device. Reference report: mw5159056, mw5159057.